Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was not receiving effective therapy due to high impedances. Surgical intervention was undertaken on (B)(6) 2021 and the lead was confirmed to be broken via visual inspection. The lead was replaced and stimulation was restored postoperatively.